Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer evaluated the unit and found compressor fan is defective. The fse replaced the fan assy and tested the unit. All functional and safety checks are met to factory specifications and the unit is returned to use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced a fan failure alarm. There was no patient involved.

Manufacturer narrative:
Due to character limitation in e1 event site name is as follow- (B)(6). A supplemental report will be submitted upon completion of our investigation.